Event description:
In (B)(6), the patient presented with a neurological deficit of numbness in legs/feet and non-effective therapy despite increasing the dose. The patient had underdose symptoms of nausea and diarrhea. The patient also had less than 50% therapy relief. An MRI was done. It was determined that the distal/spinal segment of the catheter had a break and migration/dislodgement; the catheter was out of the intrathecal space. On (B)(6 )2015, a catheter revision was done. Part of the distal/spinal segment of the catheter was in the patient¿s spine which was believed to be causing the neurological deficit. The distal/spinal portion of the existing catheter was removed and a new distal/spinal portion was added to it. The patient status was reported as ¿alive-no injury¿. The device system was delivering dilaudid and bupivacaine. The outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4) implanted: (B)(6) 2012, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported a CT myelogram lumbar spine was performed on (B)(6) 2015. The results showed fractured catheter posterior to the intrathecal insertion at l2-3 as well as a detached catheter fragment located within the lumbar spinal canal. The patient had reported severe numbness down their right leg causing balance issues and falls. It was unknown how the patient was doing now.